Manufacturer narrative:
Medtronic received the following information from the journal article entitled: endovascular repair of complex aortoiliac aneurysm with the sandwich technique in sixteen patients. Zhi-yuan wu,zuo-guan chen,yong-peng diao, rui sun, chang-wei liu,yue-xin chen, yue-hong zheng, bao liu, and yong-jun li. Ann vasc surg 54 (2019) 233¿239 https://doi.org/10.1016/j.avsg.2018.05.035. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft limb was implanted in a patient for the endovascular repair of an aortoiliac aneurysm using a sandwich technique within a four year time period. The following events were reported: serious injury: thrombosis and occlusion myocardial infarction pulmonary infection urinary infection allergic events re-intervention.